Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing pain and discomfort. The physician and patient opted to explant this system and implant a transvenous system. This patient was noted to have a severely thin body mass index. A tv system was successfully implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.